Manufacturer narrative:
The customer reported the knob control only of the epgs functioned. They recalibrated the unit and corrected the error. The fsr replaced the epgs system. The unit operated to manufacturer specifications and was returned to clinical use. The suspect system was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The device was not changed out, as the user attempted recalibration and it was successful and was used for case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.